Event description:
As reported: "orif for distal humerus fracture (t2 humerus nail) during medullary cavity reaming with a big cut reamer, the base of the 7.5 mm reamer shaft fractured. The physician thought the break occurred due to strong resistance from the narrow medullary cavity and hard bone in this young male patient, which placed stress on the reamer's base. No fragments remained inside the patient, and the procedure was completed without further issues."

Manufacturer narrative:
The reported event could be confirmed, since the device is broken as described in the event description. The device inspection revealed the following: the reported reamer was returned for evaluation. It can be confirmed that the reamer is broken apart at the crossover from the flexible shaft to the coupling piece. The complete coupling piece was not returned for evaluation. At the flexible shaft are slight stress marks and some deformations visible. The cutting edges of the reamer are slightly worn but in general in acceptable condition. The breakage surfaces show no plastic deformation and identify a brittle overload fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No product related issue could be detected. The complete coupling piece was not returned, which make a full investigation and the determination of a exact root cause impossible. Most likely did a mechanical overload by the reported strong resistance from the narrow medullary cavity and hard bone lead to the breakage of the device. If more information is provided, the case will be reassessed.

Event description:
As reported: "orif for distal humerus fracture (t2 humerus nail) during medullary cavity reaming with a big cut reamer, the base of the 7.5 mm reamer shaft fractured. The physician thought the break occurred due to strong resistance from the narrow medullary cavity and hard bone in this young male patient, which placed stress on the reamer's base. No fragments remained inside the patient, and the procedure was completed without further issues."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.